Event description:
A falsely elevated troponin I result was obtained on a patient sample. It is unknown if he result was reported to the physician. The sample was repeated and a negative result was obtained. It is unknown if patient treatment was altered or prescribed. There was no report of adverse health consequences as a result of the falsely elevated troponin I result.

Manufacturer narrative:
(B) (4)the user interface module master software (B) (4), categorized as remediated.

Event description:
A baxter service technician reported finding a refurbished colleague cx volumetric infusion pump found to have an inoperative stop key on the phm keypad in 2009. This event occurred during product evaluation. According to the customer, there is not an adverse event, patient injury or medical intervention associated with this report. There is additional information is available.

Manufacturer narrative:
There is a CAPA investigation associated with this report. During service, it was discovered that the stop key was inoperative. The front bezel assy and uim board were replaced. This is a loaner pump and will not be returned to the customer.